Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown component failure. Correction to section d: primary product UDI number was updated to (B)(4).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis (fa) testing; however, fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was no responding to surgeons' commands. The procedure was completed with no reported injury.